Event description:
It was reported that the subject device had an image problem and displayed error code e315. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d4 (UDI), d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the probable cause of the reportable malfunction is due to a ccd (charged coupled device) unit cable surface damage. Olympus will continue to monitor field performance for this device.

Event description:
There is no additional information provided by the customer.